Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer head intermittently lost telemetry with implantable devices, the head passed bench and functional testing. Analysis did find that the label was delaminated and it was therefore replaced, no other anomalies were found. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head intermittently lost telemetry with implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.